Manufacturer narrative:
The customer replaced the lamp to address the lamp- off-2 error; however, the lamp failed to remain on. A bci field service engineer (fse) investigated the lamp-off2 error and the smoke and concluded dust build up as the root cause for the smoke and lamp power supply to malfunction. Fse replaced the lamp power supply.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to lamp-off error message and smoke being released from the au5430 chemistry analyzer. No injury was reported.